Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard an audible alert on (B)(6) 2015. On (B)(6) 2015 the patient presented to the clinic for assessment and upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed. The patient was in stable condition and would continue to be monitored.